Event description:
It was reported that during a sleeve gastrectomy procedure on the first and second firing of the device the outer third row did not form well. The surgeon used sutures to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information has been requested, no response has been received to date.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with five cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.